Event description:
It was reported that the device was explanted after an implant duration of approximately 184.1 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on the cystic duct. The surgeon forced the firing trigger forward and the jaws opened; there was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
Evaluation summary: moderate to heavy host tissue overgrowth is evident at both aspects of the ring. A cut in the sewing ring fabric measures to approximately to 2cm, exposed the silicone ring. No other inconsistencies detected or in the x-ray. This patient has other related adverse events; (B) (4). (B) (4)

Event description:
Patient revised to address loose femoral and tibial components, osteolysis, and polyethylene wear noted.